Manufacturer narrative:
The following additional information has been added to the b5: allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, mid abdomen, and lower abdomen using a cooladvantage plus applicator and to the bra roll/back fat area using a cooladvantage applicator. In (B)(6) 2021 the treated areas developed firmness and became visibly enlarged. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the abdomen and bra fat/back area with paradoxical hyperplasia (ph). The annex a code has been updated from a26 to a24. The annex c code c19 has been added.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, mid abdomen, and lower abdomen using a cooladvantage plus applicator and to the bra roll/back fat area using a cooladvantage applicator. In (B)(6) 2021 the treated areas developed firmness and became visibly enlarged. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the abdomen and bra fat/back area with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated with coolsculpting to the abdomen and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.